Event description:
Malfunction of pathway access sheath catheter. Upon insertion of catheter into urethra, sheath came apart, therefore releasing coiled wire into patient bladder, which was then visualized and retrieved by surgeon without patient harm. Diagnosis or reason for use: cystoscopy.